Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error message of ¿error 4¿. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2022, at 12:30 pm. The patient manages her diabetes with insulin (fixed dose) and stated that she felt unsure on how many units of insulin to take due to the alleged issue. The patient claimed that after the alleged issue occurred, she reduced her insulin intake from 12 to 6 units in response to the alleged issue at 12:30 pm. The patient started developing symptoms of ¿shakiness and dizziness¿ at 1 pm. The patient denied receiving any medical treatment for the reported symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked the patient through a retest and the alleged issue remained unresolved. The cca concluded that the error message was caused by the system. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient reduced her insulin intake due to the alleged error message issue with the subject device.